Event description:
In (B)(6) 2019 reporter stated she started experiencing pain, tingling sensation and numbness that ran from the left side of her body and back. She stated this continues until (B)(6) 2020. In (B)(6) 2019 she reported that she started breaking out, and was told by the doctor she must be reacting to something in the environment, and benadryl was prescribed. She stated that she was on this medication for about five months. After taking this medication she feels like she was choking and was told it must be a reaction to the histamine in benadryl she was taking. She was told that she is allergic to chemical agents and perfumes and was diagnosed with reactive airway dysfunction syndrome. She was prescribed epipen, albuterol, rescue inhaler and was put on permanent inhaler which she will use for the rest of her life. In (B)(6) 2020 she went to the ER because of pain from the left side of her breast to the back of her spine. This pain lasted for 38 days and was placed on prednisone. On (B)(6) she experienced tightness in her chest and developed lungs problems and was given prednisone to bring down the inflammation in her lungs. In (B)(6) 2020 she took herself off inhaler, the doctor discontinued the inhaler while she continued with her rescue inhaler. She stated she started reacting to every chemical you can think of, she is now chemical sensitive. On (B)(6) her feet and arms where swollen and she went to the ER which lead to a weight gain of 50lbs. The situation is so severe, she is now experiencing new allergic symptoms like deep bone pain, crawling sensation all over her body, joint pain, food and dairy allergies. She has decrease range of motion which disabled her ability to perform activities of daily living. She was diagnosed with connective tissue disorder; her eyes are swollen and bulging. She is currently planning to have the breast implants explanted.